Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level of 595 mg/dl. Reportedly, the cause for the issue was due to the insulin vial used being "bad". The infusion set was changed, and a new vial of insulin was used to address bg level. Recommendation was made to discuss diabetes management with a health care professional.